Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that it took them a half hour to try and get a bolus. They stated it had been over a month where they had hardly done their boluses, and they need them. The handset screen went white. The patient said the personal therapy manager (ptm) runs up to 90%, and it would sit there forever until they got the circle with the blue. Then they hit that and they were at the end or near it. The patient mentioned this issue hadn't happen for a year or two. The agent assisted the patient with clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.